Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27feb2019. The customer reviewed the test se up and found that the test circuit was plugged, occluding the patient outlet. The customer unplugged the port and the readings were normal.

Event description:
The customer contacted philips technical support stating that the unit would not pass testing for oxygen concentration being low during servicing. There was no patient involvement. The event date was not specified; estimate used.